Event description:
Device malfunction: unable to retrieve the embolic protection device with rc2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the physician was unable to cross through the stent to retrieve the rx accunet embolic protection device, with the low profile flexible tip recovery catheter (rc2). The rc2 was removed and the shapeable tip recovery catheter (rci) was placed into the vasculature successfully retrieving the rx accunet embolic protection device. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. The accunet 3-in-1 comes with two recovery systems, a shapeable tip design (rc1) and a low profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design, is more flexible and its design to deflect into place while advancing. The device instructions for use instructs the customer to use the alternate recovery catheter if the first one used is unsuccessful. The lot history record was reviewed and there are no non-conformances associated with this lot number.